Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in rca. Same day patient suffered lower gi bleed with colonoscopy carried out. Patient was on dapt 24 hours prior to event. Patient recovered. Investigator assessed event is not related to device or anti-platelet. Sponsor assessed event is not related to device but possibly related to anti-platelet.